Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s spouse was unable to wake the patient as he was unconsciousness. Emergency medical services was called, and a bg was performed which was 19 mg/dl. The patient¿s cgm displayed 50 mg/dl. The patient was treated with IV glucose and transported to the hospital. The patient was released from the hospital after five hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.